Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Additional device information unknown / not provided. Email address was not provided. Premarket identification PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported the locator abutment screw fracture. Patient came with fractured locator and it was removed on (B)(6) 2020. Locator was placed on (B)(6) 2017. Another abutment has been placed to complete the procedure without any injuries for the patient.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zest per#20-451 (zimmerbiomet complaint number (B)(4)). The complaint and product associated has been received. Visual inspection of the returned abutment found that the device was fractured. There were no manufacturing defect found. No device lot number was provided so a device history record review and a complaint history review could not be performed. It was reported that the locator abutment screw fractured. The complaint was confirmed. A definitive root cause could not be established. However, the most likely cause of the failures typically is the result from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals.